Manufacturer narrative:
Evaluation summary: "heavy calcification is evident in the cusp area of leaflet 2 and 3. Minimal calcification is detected in the cusp area of leaflet 1 and in the free margins of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth is detected at the tissue inflow. It encroached onto the tissue and into the orifice by 6mm. The x-ray demonstrates calcification." X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Reportedly there was an explant at st. Vincent infirmary medical center, due to 3+ aortic insufficiency and pulmonary hypertension. No additional information was provided.